Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. Root cause analysis: no product was returned for evaluation and no medical records were provided. DHR review was performed and no relevant nonconformances were identified. Lot history review was performed and no events with the same issue were identified. There are manufacturing mitigations in place to prevent the valve being a source of infection, refer to report provided by edwards microbiology for additional details. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patient's infection was device related, the event was likely due to patient and/or procedural-related factors. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
Edwards received notification that endocarditis with large vegetation was observed on this valve model 7300tfx31 seven (7) months after the implantation. The onset date of the endocarditis was approx. 1 and half month post-op. As reported, the patient arrived to the hospital with fever. Diagnosis revealed embolism in the left lower limb. A large vegetation was found on the valve and embolectomy findings confirmed fungal infection with candida. The patient was treated and discharged, but few days later the patient re-presented with low grade fewer, endocarditis and left lower limb pain because of the embolism of the valve vegetation and expired during treatment. As reported, the valve was functioning well. The customer suspected that the fungal infection and patient's death was related to the mitral valve.

Event description:
Edwards received notification that endocarditis with large vegetation was observed on this valve model 7300tfx31 seven (7) months after the implantation. The onset date of the endocarditis was approx. 1 and half month post-op. The patient was treated with anti-fungal. As reported, the patient arrived to the hospital with fever 7 months post-op. Diagnosis revealed embolism in the left lower limb. A large vegetation was found on the valve and embolectomy findings confirmed fungal infection with candida. The patient was treated and discharged, but few days later the patient re-presented with low grade fewer, endocarditis and left lower limb pain because of the embolism of the valve vegetation and expired during treatment. As reported, the valve was functioning well. The customer suspected that the fungal infection and patient's death was related to the mitral valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section: b5 (the patient was treated with anti-fungal).